Event description:
The touch screen of the cam02 did not respond. The issue was found in the biomedical department upon preventative maintenance/calibration. There was no patient involved.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.